Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the open gastric tumor resection surgery, when severing stomach tissue, after fired, noted some staples malformed with irregular shape( with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.